Event description:
It was reported that this right ventricular (rv) lead was suspected of micro dislodgement which was happening during open heart procedure. This rv lead remains in service. No adverse patient effects were reported.